Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds was inserted along with a guidewire. When the spyscope ds was passed through the stenosis, the working channel sleeve protruded. The physician tried to use the device for a while, but since the protrusion was noticeably long they removed the spyscope ds. The physician tried to push the working channel sleeve back inside the spyscope ds, but when the device was articulated the working channel sleeve protruded again. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds was inserted along with a guidewire. When the spyscope ds was passed through the stenosis, the working channel sleeve protruded. The physician tried to use the device for a while, but since the protrusion was noticeably long they removed the spyscope ds. The physician tried to push the working channel sleeve back inside the spyscope ds, but when the device was articulated the working channel sleeve protruded again.the procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter address): (B)(6). (B)(4). Block h10: a visual assessment was performed after disinfection. As received, the working channel sleeve (wcs) protruded. Maximum wcs protrusion remained consistent when the distal tip was articulated by turning the knobs in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the working channel sleeve braid remaining attached to the pebax, appeared to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.